Event description:
It was reported that on thyroid procedure while using this product, the place of 1 turned to electrode off in the middle of the procedure and the check mark disappeared. The position of the intubation tube was visually adjusted, but there was no change. Therefore, the procedure was completed by re-intubating with the backup product. The procedure was completed with backup product(s) with 5 minutes delay. There was no patient impact.

Manufacturer narrative:
H3: analysis of the device found visually, there was no damage or anomalies in the construction of the device. Under magnification, no cracks were observed in the electrode contacts. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were as follows: 56.2 ohms (blue), 54.3 ohms (blue with white stripe), 40.7 ohms (red), and 40.2 ohms (red with white stripe), in which all electrodes were within specification. There were no shorts between circuits or intermittent behavior while manipulating the circuits. A syringe was used to inject 15cc of air into the cuff balloon and the cuff inflated and deflated with no issues. In the returned condition, there was no out of specification condition identified. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: section g2 updated to foreign. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.